Event description:
As nurse was placing PICC line, she meet resistance in advancing the PICC line over the guide wire. The guide wire advanced into the arm and the nurse was unable to retrieve it. The patient was transported to (B)(6). For removal by interventional radiology. This was done easily, without any patient injury.